Event description:
The customer reported that the devices' display became black, and restarted in functional test mode, and when it was powered off and on, the following message appeared: "execute maintenance". No report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.